Event description:
It was reported the pt presented w/dizziness and loss of appetite. Noted no capture and external pacing was initiated. The ipg was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient presented with dizziness and loss of appetite. No capture was noted, and external pacing was initiated, after which there was loss of telemetry. The ipg was replaced. No patient complications have been reported as a result of this event. Additional information on this event indicated the pt's rate was between 30 and 40 bpm when presenting to the clinic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis determined the reported telemetry and capture problems were due to fractured battery bond wires.